Event description:
It was reported, during an unknown procedure. That the light is flickering. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure that the light is flickering. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9. H3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.